Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02017 and 1627487-2013-02018. It was reported the pt experienced a sudden loss of stimulation and was unable to turn on any programs that utilize her peripheral leads (off-label). Diagnostic testing exhibited invalid impedance readings on all of the peripheral lead contacts. The physician felt the issue may be caused by the extension, which houses both leads. F/u identified both pns leads and the extension were explanted and replaced on (B)(6) 2013. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.